Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the staples fall down in the cavity prior to firing? Was the tissue cut? What was the appearance of the deployed staples (b-form, malformed, unformed, etc.)? What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)?

Event description:
It was reported that the ecr60b did not stapled properly. Some of pins fell down in the cavity only, most of staple pins didn¿t stapled on targeted tissue. Similarly happened in second reload also.

Manufacturer narrative:
(B)(4). Additional information requested and received: did the staples fall down in the cavity prior to firing? Yes some of staples fall down in the cavity prior to firing. Was the tissue cut? Tissue was cut. What was the appearance of the deployed staples (b-form, malformed, unformed, etc.)? The appearance of the deployed staples was ( malformed & unformed what was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? The stapler code was long60a.

Manufacturer narrative:
(B)(4). Batch number: p55728. Investigation summary: the analysis results showed that two ecr60b cartridge reloads were received. The reloads were received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reloads. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.